Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique was confirmed because the nurse reported a breach in aseptic technique (touch contamination) by the patient and peritonitis. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer in the USA of peritonitis coincident with dianeal unknown therapy. On (B)(6) 2012, the patient experienced peritonitis. Treatment rendered for the events was not reported. The wife stated that there was a break in aseptic technique. The patient made mistake / touch contamination. The wife stated that the patient had catheter removed and he was placed on back up hemodialysis. The nurse stated that they cannot disclose information. The nurse declined to provide further information. Outcome: not recovered.